Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 (glucose) on a cobas 8000 c 701 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a glucose value of 520 mg/dl and it repeated as 81 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The glucose reagent lot number and expiration date were requested, but not provided. The field service engineer found a hole in the rinse mechanism tubing. The tubing was replaced. The customer performed controls successfully. The investigation determined the service actions resolved the issue.